Event description:
Device issue: guide wire separation. Time of device issue: found after the procedure. Adverse event: none. It was reported that after the end of the thrombectomy and intravascular ultrasound (ivus) procedure in the distal right coronary artery(rca), the bmw guide wire tip was found inside the guide catheter. There was no debris left in the patient. The rca was stented the following day. There were no adverse patient effects. Though requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.